Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps tips did not respond to the surgeon's movements as expected and seemed 'loose.' The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Initial findings were confirmed. The instrument was placed on an in-house system and the instrument was confirmed to exhibit imprecise motion. The instrument tips moved in the expected direction, however there was a lag in the pitch direction. The grips opened and closed intuitively and did not exhibit imprecise motion the housing was removed and it was observed that the pitch cables were loose at the proximal end. There was significant slack when the cables were depressed with a engineering tool. Further inspection found no cracked clamping pulleys input disks, or input shafts that could have contributed to the cables loosening. The loose pitch cable would have caused the imprecise motion observed. The root cause of this failure is attributed to a component failure.